Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 411 mg/dl. Customer stated that the act button was sticking and not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received no button response due to lcd unlock keypad connector.

Manufacturer narrative:
Device received no button response due to j2/lcd unlock keypad connector.